Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, noise on right ventricular lead was observed. Patient was called in clinic for further evaluation. Noise was reproducible with isometrics. Lead was capped and replaced on (B)(6) 2019 due to noise oversensing. Patient was stable and was discharged the following day.